Event description:
Labor spontaneous with cytotec augmentation, followed by pitocin agumentation. Occiput posterior presentation. Epidural anesthesia and forceps (keilling forceps then closed simpsons), then mity-vac, then forceps (bells bars) utilized for delivery. Tight nucal cord x1. Wt. 8 lbs. 6 oz. Apgar 7-9, female.